Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-03204 / 03206).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 2 of 4 MDR's filed for the same event (reference 1825034-2014-03204 /-03205 /-03206 /-06800).

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2007. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Subsequently, patient's legal counsel reported patient underwent revision procedures on (B)(6) 2013. A review of invoice history confirmed the initial arthroplasty of (B)(6) 2007. A review of invoice history revealed the modular head and taper insert were removed and replaced with active articulation components on (B)(6) 2013. Invoice history confirmed the revision procedure on (B)(6) 2013, and that the ceramic head and active articulation components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2007 due to pain where competitor's components were removed and replaced with a biomet stem, modular head and acetabular cup. Operative report received noted patient underwent a revision on (B)(6) 2013 due to pain and elevated metal ion levels. Operative report noted the presence of metallosis, a proximal femoral deficiency, a loose plate rubbing against the stem, a loose cable, metal debris and soft tissue phlegmon. The femoral plate and active articulation head were removed and the head was replaced. Operative report received noted patient underwent a revision on (B)(6) 2013 due to dislocations and insufficient abductors. The modular head was removed and replaced.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2007. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Subsequently, patient's legal counsel reported patient underwent revision procedures on (B)(6) 2013. A review of invoice history confirmed the initial arthroplasty of (B)(6) 2007. A review of invoice history revealed the modular head and taper insert were removed and replaced with active articulation components on (B)(6) 2013. Invoice history confirmed the revision procedure on (B)(6) 2013, and that the ceramic head and active articulation components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.